Manufacturer narrative:
No product was returned by the customer to assist in this investigation. Based upon the above info most likely the loss of blood pressure was due to the vessel rupturing or tearing when it came in contact with the 22 french dilator during the artery spasm. It is known that during an aaa endovascular procedure one potential adverse effect is vascular spasm or vascular trauma.

Event description:
Pt had small iliac arteries, approx 7mm. There did not appear to be much calcification on CT scans. Difficulty was experienced in attempting to advance the endovascular stent graft. Pieces of calcification were noticed when removing the endovascular stent graft delivery system and the delivery sheath was etched. 20 french and 24 french endovascular dilators were used and passed without difficulty. A 22 french dilator was then placed and when removal was attempted the artery seemed to spasm. The dilator was not able to be removed. The pt's blood pressure began to rapidly drop. Balloons were placed in the distal aorta to stabilize the pt. The procedure was coverted to an open surgical repair and was completed without difficulty. The pt is recovering well.